Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member and a patient who was implanted with a neurostimulator for spinal pain. The patient had a bladder infection for a year. The patient stated that they could not turn stimulation off because then they would hurt. The bladder infection had been in 2015. It was reported that the device was implanted for pain from their ¿cheeks down to their toes.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.